Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). This is an indication that the device would not have enough power to provide sufficient defibrillation therapy to a patient, if needed.there was no patient use associated with the reported failure.

Manufacturer narrative:
The contracted third party service agent evaluated the device and verified the reported failure. The customer decided to not replace or repair the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.